Event description:
Pt required right capsulectomy and removal of tissue expander due to complaints of severe right chest pain. A partial capsulectomy and scar revision was done. A CT had resulted with thick scarring posterolateral to the expander which raised concern of a possible tumor recurrence. The pt's complaints were further complicated by a previous mva with right pectoral girdle and cervical root injury. Pt's course of recovery is further complicated by her diabetes as well as continued smoking history. There were no abnormalities noted in appearance of the tissue expander.